Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place to revise the lead. During the procedure the lead was damaged by bovie. In turn, the lead was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: h6: health effect - impact code.